Event description:
It was reported that, "mr.(B) (6). Is a (B) (6) male approximately 4 1/2 years post status total knee arthroplasty with an osteonics prosthesis who developed failure of his patellar prosthesis. This required exploration of his knee and removal of the defective prosthesis and then reinsertion of a new patellar prosthesis.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report.